Event description:
It is reported that the patient was revised due to pain and metallosis around the femoral component and under the tibial component.

Manufacturer narrative:
Other device used: catalog #00599003620, nexgen distal femoral augment block, lot #60518192; catalog #00599003624, nexgen distal femoral augment block, lot #07878973 device history record review for femoral and tibial implants identified no issues. Complaint history review found no other reports of this nature. Primary operative notes indicate the patient had lateral femoral condyle nonunion and previously surgery to place plates and screws. After plates and screws were removed, the lateral condyle was excised due to unstable nonunion. The notes indicate 30mm distal augment used on lateral side of the femur; implant labels indicate 10mm distal femoral augment and 20mm distal-only femoral augment block used. Excellent stability and range of motion (0 to 95) degrees were noted. The notes also indicate increased liability risk due to complexity and possibility for significantly higher complication potential compared to standard knee replacement. Revision operative notes indicate severe amount of metallosis from the femoral component rubbing onto the stem trunnion, indicating fracture of the femoral component. The tibial component was also revised due to severe metallosis. Per the surgical technique, distal-only augments should not be used in combination with other distal or posterior augments. Nexgen femoral augments are not intended to be used as a stacked construct. The package insert indicates that because the rotating hinge knee is a highly constrained device, risk of component breakage, loosening, and polyethylene wear may be greater than for less constrained knee implants. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was rec'd from a consumer who is not required to complete form 3500a. Device history records could not be reviewed as the part and lot numbers are unknown. No devices or photos were rec'd; therefore the condition of the components is unk. This device is used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Other device used: catalog #00588000500, nexgen rhk tibial component, lot #60823276. This report will be amended when our investigation is complete.